Event description:
It was reported that during implantation of the lens, healon was also used. No specific information on the healon was provided. The healon was thrown out following the surgery. It was reported that after implantation of the lens pcb00 there was a white particle in the patient¿s eye. The doctor removed it with a mcpherson forceps. There was no need to enlarge the wound and there was no patient injury. The particle was not found after removal of it from the inside of the patient¿s eye. In follow-up, it was indicated that the iol remained implanted in the patient's eye. The origin of the particle was not known. A separate medical device report is being filed for the intraocular lens.

Manufacturer narrative:
In the initial MDR, both adverse event and product problem were chosen. In review, the event was not an adverse event; but a product problem. Corrected to reflect product problem. Required intervention was chosen. An adverse event did not occur; therefore, intervention was not required and was chosen in error. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age at time of event of date of birth: unknown. Gender: unknown. Expiration date: unknown. Implant and explant dates: if implanted, give date: not applicable. Initial reporter: phone number: (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.